Manufacturer narrative:
A field service engineer (fse) went on site to investigate and re-set the gim box which cleared the generator interface message. Fse checked the system for proper operation according to checklist (B)(4) using the service manuals listed; unit passed checkout procedures and was returned to the customer for full use. Just as fse was leaving site, customer contacted him and said they couldn't open a patient. Fse returned, checked system and was able to open patients, send to pacs and operate normally. Fse turned unit back over to customer. Fse came back following day to check up on system and found that there were no problems with operation. Fse again checked unit for proper operation and returned system to full service.

Event description:
Customer reports that during an unknown procedure the system fluoro failed. Staff was able to complete the procedure with the use of the endoscope. No reported injury.